Manufacturer narrative:
According to the reporter, the device is not available for return. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. A review of the nonconformance database did not reveal any nonconformances that could be related to the event. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that the haptic of the intraocular lens (iol) was damaged, requiring the lens to be removed from the patient¿s eye intraoperatively. The incision was enlarged from an original size of 2.4 mm to an unknown enlarged size. According to the reporting facility, the enlarged size was not documented. No sutures were required and there was no patient injury. According to the reporting facility, no additional information is available.